Event description:
Report 2 of 2: it has been reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) has been found experiencing giving a molecular false positive result. The following has been provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details what result did the customer obtain from the bd product? Ecoli with c.trop. What results were reported to clinicians and was patient treatment affected in response? For the one bottle with ecoli¿gram stain of gram negative rods and biofire report of ecoli. What result did the customer obtain from the bd product? Ecoli was recovered upon culture. What organisms were seen on gram stain? Gram negative rods (1 bottle). What organisms grew on culture plate? Gram negative rods¿ecoli. What results were reported to clinicians and was patient treatment affected in response? For the one bottle with ecoli¿gram stain of gram negative rods and biofire report of ecoli. List of occurrence date and bottles affected each occurrence date? 1 bottle was from a different patient. How many bottles had a false positive result on your bcid panel? 3 was the biofire result dual positive (i.e. Two organisms detected)? Escherichia coli/candida tropicalis for 1 bottle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021 batch no.: 3151321 customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Report 2 of 2 it has been reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) has been found experiencing giving a molecular false positive result. The following has been provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details what result did the customer obtain from the bd product? Ecoli with c.trop what results were reported to clinicians and was patient treatment affected in response? For the one bottle with ecoli¿gram stain of gram negative rods and biofire report of ecoli. What result did the customer obtain from the bd product? Ecoli was recovered upon culture. What organisms were seen on gram stain? Gram negative rods (1 bottle) what organisms grew on culture plate? Gram negative rods¿ecoli what results were reported to clinicians and was patient treatment affected in response? For the one bottle with ecoli¿gram stain of gram negative rods and biofire report of ecoli. List of occurrence date and bottles affected each occurrence date? 1 bottle was from a different patient. How many bottles had a false positive result on your bcid panel? 3 was the biofire result dual positive (i.e. Two organisms detected)? Escherichia coli/candida tropicalis for 1 bottle.